Event description:
Olympus was informed that during an unspecified polyp removal as the users advanced the needle of a disposable injector, the users noted a spark emanating from the distal tip of the endoscope. Following the event a superficial mucosal burn was said to have been observed on the pt's colon. No medical or surgical intervention was required. The colonovideoscope was removed from the pt, and the procedure was not completed. The pt was rescheduled for an unk date, and was released from the facility on the same day.

Manufacturer narrative:
Olympus followed up with the user facility, and was informed that no electrosurgical unit was utilized during the event. The injection needle was returned to olympus for eval. The eval found the device with evidence of biomaterials and discoloration inside the working length tube sheath and needle at the distal end section of the subject device. The presence of biomaterials limited the eval to inspection only. There were two black stains noted on the metal portion of the needle. The device will be forwarded to the original equipment MFR (OEM) for further investigation. If significant additional info becomes available, this report will be updated. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR # 8010047-2010-00253, 8010047-2010-00255, and 8010047-2010-00256 for related reports.